Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that during a meniscal repair while using a truespan meniscal repair system peek 12 degree, and after first shot, the trigger broke. The complaint device was received with the needle attached. Visual observation reveals that one implant was still within the channel. The silicone sleeve was damaged as it was found a crack in the distal part. The red trigger is very loose; there was no tension on the handle, and the device could not be tested for its functionality. The trigger handle is shaking as it has a broken inner component that holds it in place. The complaint can be confirmed. The possible root cause can be related to the handle's internal component was broken which caused trigger to be loose; thus, it is likely that the device experienced excessive force. The sleeve could have been damage when the deploy is rough and it is difficult to release the implant. However, it cannot be conclusively affirmed. A manufacturing record evaluation was performed for the finished device lot number:5l81957, and no non-conformances were identified.  At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by sales rep via complaint submission tool that during a meniscal repair while using a truespan meniscal repair system peek 12 degree, and after first shot, the trigger broke. Another like device was used to complete procedure. There was a surgical delay of 5 minutes and no patient consequences.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.